Event description:
It was reported that the user experienced recurrent early-morning blood glucose readings around 70¿73 mg/dl, with concern for borderline hypoglycemia while using the ilet system. Customer care provided remote support that included recommendation to consult the healthcare provider regarding potential phantom lows and concurrent medication withdrawal. Investigation of this case revealed no evidence of device malfunction based on available information. No clinical symptoms associated with hypoglycemia during the event. Outcomes included user inconvenience, nighttime disruption, without medical intervention. It was concluded that the event cause remained unclear and device-relatedness was not established. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.